Event description:
Penumbra coil 400 unintentionally detached form pusher during positioning in patient. The coil was able to be removed from the patient by pulling out the microcatheter. No adverse effect on patient health.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.